Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced by the customer. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitors were black and would not display an image. No pt injury was reported.